Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 536 mg/dl at the time of incident. Customer treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer states insulin pump had blank display. Customer states the contacts on the battery cap are not missing or damaged. Customer states the display returned. Customer reports insulin pump history had multiple insulin pump error. Customer states insulin pump had battery out limit. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer also states insulin pump experienced unexpected restart alert. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected restart error and external ram crc error anomalies noted. No unexpected battery power loss anomalies noted. No unexpected weak signal alarm anomalies noted.